Event description:
Information was received indicating that a smiths medical pump presented with an acu watchdog alarm. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be duplicated by analysts. No fault was found with the j9 connector which is the typical cause of this issue. No external damage or contamination found with the speaker or interconnect board. The speaker was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.